Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device gave an error code 41786. There was no physical damage/dropped. Number of incidents was one. The event occurred during startup.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was defective. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was traced to a defective main board. The main board and uso seal were both replaced. The device then passed all testing.